Manufacturer narrative:
Not applicable.

Event description:
A us distributor contacted zoll to report that a patient developed a rash under the lifevest equipment. Patient described the area as red raw and burning. There was no alleged device malfunction contributing to the irritation. The patient¿s physician recommended to continue use of unscented lotion. Follow up indicated that the skin irritation improved